Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard bc pro winged, 20g x 1.00" the needle only partially retracted. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the IV catheter failed. Pressed to retract the needle and the needle did not retract all the way. "Safety mechanism for the IV cath below failed " event date: (B)(6) 2022.

Event description:
It was reported while using bd insyte autoguard bc pro winged, 20g x 1.00" the needle only partially retracted. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the IV catheter failed. Pressed to retract the needle and the needle did not retract all the way. "Safety mechanism for the IV cath below failed " event date: (B)(6) 2022.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.